Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that when powering up, the monitor displayed "loudspeaker fault". The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed they found the device not producing sound. The biomed requested a replacement speaker assembly. No further information was provided by the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: (B)(6).